Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the device was overdischarged due to the patient not using it for aver a year. A device reset was attempted twice, but it was unsuccessful. A replacement was ordered, but it has not yet been scheduled.